Event description:
The device was used during a gastric bypass procedure. Reportedly, the staples did not form properly. The surgeon applied another device and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.